Event description:
It was reported by plaintiff's attorney that the plaintiff was implanted with a sparc subfascial sling system on or about (B)(6) 2008, with the intention of treating her urinary incontinence. It was alleged the plaintiff immediately "suffered severe pain and discomfort in her vagina, abdomen, and pelvis," and experienced "significant physical, psychological and emotional pain and suffering, has sustained permanent and debilitating injuries, and continues to experience severe problems with incontinence." The plaintiff also alleged "that she has had trouble urinating, she cannot sit, stand, or walk for prolonged periods of time," "severe infections on an ongoing basis, she cannot engage in sexual relations," "disability" and other damages. The plaintiff has had to "undergo numerous surgical and medical procedures in attempt to remove the eroded mesh." The plaintiff continues to suffer from chronic and debilitating pain, as well as significant psychological stress and depression."

Manufacturer narrative:
Should additional info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.